Event description:
The customer reported a tube overload and popping noise coming from tube area. The system was removed from service and the case was completed with another c-arm.

Manufacturer narrative:
The ge service rep found the tube was overheated. The cables were already removed by the inhouse engineer. The cables had excess grease in hv cable pins. The ge rep cleaned and regreased the hv cables. He tested the x-ray tube at maximum capacity in fluoro, high level, digital spot and digital cine pulse at 120kv and 135ma, no arcing or overload fault observed. System fully functional as intended.